Event description:
It was reported by the customer that the bd pyxis medstation es system drawer failed, and the device was not being detected on the communication bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, e3, h2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-oct-2022 to 30-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer was not detected on the bus. The field service technician found solenoid and plunger were stuck. He replaced the entire drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 3 was inoperable due to a jammed solenoid and plunger, which hindered the drawer from opening. A field service engineer examined the drawer, determined the faulty component, and proceeded to replace the entire drawer. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer failed, and the device was not being detected on the communication bus. There were no adverse events or injuries reported based on this event.